Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient exhibited swelling and redness on the thigh where the rem pad was placed and suffered a temporary injury due to the allergic reaction. The patient sought emergency care two days after surgery due to these allergic symptoms. It was confirmed that it was limited to localized swelling and redness in the area of device contact with the skin. The patient got a steroid injection in the emergency room to calm the symptoms. The patient had a known allergy to the sticky component of patches and tape, although the specific allergen was unknown. No surgical intervention was needed to prevent permanent impairment.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Visual inspection of the photos showed a patient, but the device was not visible in the images. It was reported that the patient exhibited swelling and redness on the thigh where the rem pad was placed, and suffered a temporary injury due to the allergic reaction. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli10: it was reported that the patient exhibited swelling and redness on the thigh where the rem pad was placed, and suffered a temporary injury due to the allergic reaction, including allergic shock. The patient sought emergency care two days after surgery due to these allergic symptoms. The patient had a known allergy to the sticky component of patches and tape, although the specific allergen was unknown. No medical or surgical intervention was needed to prevent permanent impairment.

Manufacturer narrative:
D10 concomitant product: 186-0106, 186-0106 quatro sensor x25, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.